Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 31mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 14f amplatzer torqvue 45x45 delivery sheath. The left atrial appendage (laa) was measured with the orifice at 35 x 37mm and the landing zone at 26 x 27.5mm. Sizing was determined with transesophageal echocardiography (tee) and fluoroscopy. The patient's left atrial pressure was 15mmhg. The patient was in sinus rhythm at the start of the procedure. During the procedure the patient was switching between sinus rhythm and atrial fibrillation. 2d and 3d tee and fluoroscopy were used during the procedure. During implant the device was re-captured once because the occluder was not positioned correctly in the direction of the laa neck. The device showed evidence of a tire-shaped compression. A tension test was performed. Close criteria were satisfied. The device was implanted. Several minutes post-implant the device embolized into the left ventricle. Several attempts were made to re-capture the device with a transcatheter snare. The device was unable to be re-captured. The patient was transferred to cardiac surgery and the device was surgically explanted. The embolization may have been caused by the change of rhythm from sinus to atrial fibrillation. The patient status was stable.

Manufacturer narrative:
An event of device embolization into left ventricle post procedure was reported. A returned device assessment could not be performed as the device was not returned for analysis. The explanted device was surgically explanted after several unsuccessful transcatheter snare attempts. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from field indicated that the patient was switching between sinus rhythm and atrial fibrillation during the procedure, which may have contributed to the reported embolization. However, this could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.